Event description:
The account alleged the side rail would not latch. No pt impact.

Manufacturer narrative:
The technician found a sticky substance had been split on the side rail center arm assembly causing latch to stay stuck open. The technician replaced side rail center arm assembly to resolve the issue.